Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in advanced position and the cartridge correctly engaged into lower body of the pcb00 device. No assembly errors and/or defects related to the manufacturing process were observed. Visual inspection at 10x microscope magnification showed that the pushrod protruded trough the side of the cartridge cracking and deforming the tip. The intraocular lens (iol) was observed coming out through the crack. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During manufacturing the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during handling but prior to insertion the cartridge tip appeared mangled. No further information was provided.